Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results 150mg/dl - fasting. Strip expiration date is 06/30/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test is 118mg/dl and 117mg/dl - nonfasting. Reviewed meter memory: 156mg/dl (B)(6) 2015 10:22:00 pm fasting:yes; 110mg/dl (B)(6) 2015 07:10:00 pm fasting:yes; 145mg/dl (B)(6) 2015 10:30:00 pm fasting:yes; 115mg/dl (B)(6) 2015 09:36:00 pm fasting:yes; 142mg/dl (B)(6) 2015 01:14:00 pm fasting:yes. Customers concern: 110 and 115mg/dl. He stated that the meter also reads 30 points lower than the doctors office. Customer takes lantis, novolog, metformin and glipizide to manage his diabetes.